Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Breast pain: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, "insufficient information". Healthcare professional, later reported, ¿left side ¿felt pain in breast¿. Healthcare professional, later reported, "image of suspected intracapsular rupture of the left breast implant- via MRI". This is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain, and intracapsular rupture. The device has been explanted.